Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level between 30-40 mg/dl. Suspected cause was that the pump was delivering more insulin than the customer's basal rate settings. Review of the pump data log by tandem technical support verified that the pump is working as intended. Customer acknowledged the information. Recommendation was made to consult with healthcare provider regarding diabetes management.